Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an excision of skin cancer on (B)(6) 2018 and a suture was used. During surgery, the suture broke in the middle of the strand while the doctor was suturing an unknown layer of skin at an unknown loop. A replacement device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Investigation summary: it was reported performance breakage suture. An empty labeled winding former and a needle-suture combination in two sections were returned for analysis. During the visual inspection of the sample (needle/suture piece), the swage and attachment area were as expected and marks were observed on the body needle, and the end of the suture was observed cut appears to be by use of a surgical instrument. The other section of the suture were examined and an end of the suture was cut and were matched with the extreme of the needle/suture piece. In addition, a functional test was performed on a suture piece and the tensile force were above the minimum requirements. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. According to the sample condition it was suggest an improper handling of the sample.